Manufacturer narrative:
Continuation of d10: product ID: a810, serial#: unknown, product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign manufacturer's representative regarding the clinician programmer application. It was reported during a pump implant the representative noticed the calibration constant displayed on the a810 application (1.1 app) was not correct (it was reported 10 fold higher than the one expected). Technical services advised this was a display error known to appear when the tablet is set to some languages, including dutch. There was no reported patient impact. Further complications were not reported. Additional information was received. The representative was able to confirm the correct calibration constant. In nl (dutch) it was 1120, and in english it was 112.0. An image of the tablet screen was provided, indicating the calibration constant was displaying 1120.